Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user states when she came home with her brand new chair, she plugged in the charger and it smelled like smoke. MDR filed.